Manufacturer narrative:
Initial reporter not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the external axiem cable was causing the communication error. The part was not replaced at customers discretion. No device parts were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem box wouldn't work. There was no patient present when this issue was observed.